Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a damaged collimator. The investigation was performed considering complaint description, cs reports, system log files and system history. The log file analysis shows that the collimator of plane a encountered an error of the blade control. The collimator blades were stuck and could not be retracted from the irradiation area. As a result, the field of view of the x-ray image was restricted in plane a. Plane b is working normally. Nevertheless, in the given case the operator decided to continue the procedure at another system. The customer service engineer replaced the collimator, performed linearity adjustment as well as some calibration tests and the system recovered. The error mentioned in the complaint did not reoccur. The manufacturer is not considering further actions resulting from this event as no systematic error has been recognized.

Manufacturer narrative:
Exemption number e2017017. (B)(4). Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis q biplane system. During an interventional procedure, the user reported that the image from plane-a was collimated. The procedure was continued and completed on an alternate system. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event.